Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown variable angle (va) tcp small plate 3 holes. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Plate remains implanted in patient; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. The 510k: unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery for distal radius fracture on (B)(6) 2018, surgeon inserted three (3) screws on the most distal holes for fixation of variable angle (va) tcp small plate 3 holes. After guiding block was taken out from the plate, va locking screw was inserted at a variable angle with the help of variable angle-locking compression plate (va-lcp) drill sleeve; however, the va locking screw could not be tightened at all. The surgeon tried to insert another screw to the same hole of the plate, but it could not be tightened, too. The surgeon thought the thread of plate hole had been damaged, so he decided that the surgery was completed without inserting screw to the hole of plate as he confirmed the plate fixation. Procedure was completed successfully. There was no adverse consequence to the patient and no delay to the surgery. Concomitant device reported: va-lcp drill sleeve (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown variable angle (va) tcp small plate 3 holes. This is report 2 of 3 for complaint (B)(4).